Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2018 at 6:31 pm. The patient reported obtaining blood glucose readings of ¿580 and 431 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient informed the csr that she manages her diabetes with insulin and claimed she took an additional 10 units of humalog insulin in response to the alleged inaccurate results, then went to sleep. The patient reported waking up later that day with symptoms of ¿couldn't stand up, hot, sweaty, whole body shaky and felt like jelly¿. In response to the symptoms, the patient claimed her husband treated her orange juice. The patient denied using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips were in good condition. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate results obtained with the subject meter.